Manufacturer narrative:
A partial lead was returned in for analysis in two segments. External insulation abrasion breaching svc cable lumen was noted at 28.1 - 28.4cm from the distal tip consistent with lead friction to another device or feature of the heart. Internal insulation abrasion and explant damage breaching rv cables lumen was noted at 8.1 -9.6cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion and explant damage breaching re cables lumen was noted at 8.3 -9.1cm from the distal tip. The etfe coating was abraded at this location. This is consistent with the observation from the field of insulation abrasion.

Event description:
It was reported that during generator replacement procedure due to normal eri, externalized conductors were observed on the right ventricular lead. The electrical function of the lead was observed and tested and no other anomalies were detected. Patient was asymptomatic. The lead was explanted and replaced. Patient was in stable condition.